Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and leads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing, stress testing, and bench handling without duplicating the customer's report and obtained an ECG signal with no issues on pads and leads. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.